Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01576, 3006705815-2020-01577. It was reported that patient ipg was not able to go in MRI mode due to impedance issue. As a result, surgical intervention may take place to address the issue.

Event description:
Additional reporting was received that high impedances were measured at the lead contacts. Surgery occurred to explant the system, which addressed the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The report of ¿unable to set ipg to MRI mode¿ was not confirmed. The lead was returned incomplete; only the terminal end segment of the lead was returned. Although, the report stated that the rep confirmed that one lead had all high impedances, the lab was not able to verify as that portion of the lead was not returned for analysis.